Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.

Event description:
Baxter clinical manager emailed baxter corporate product surveillance regarding a clearlink duo-vent continu-flo solution set in which the secondary solution (potassium chloride) was observed going up into the primary IV solution bag (normal saline). According to the report, the alleged defect occurred a short amount of time after the secondary infusion was started. The product code of the secondary set was (B)(4) and the medication was potassium chloride. The primary set was attached to a sigma spectrum pump and the secondary rate was set at 50ml/hr. The nurse observed the secondary medication backflowing into the primary bag, and called in another nurse. The second nurse disconnected the set-up and re-primed the primary set. The reported indicated that the second nurse inverted and tapped the check valve. The IV set-up was then reconnected and no backflow was observed. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.